Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "prognostic impact of mitral valve sphericity index after mitral valve transcatheter edge-to-edge repair in functional mitral regurgitation" was reviewed. The article presented a retrospective single center study, to evaluate the impact of mv morphological parameters on the mid-term prognosis of patients with functional mr (fmr). Devices mentioned include mitraclip. The article concluded that a larger post-procedural si-mv is associated with increased mid-term adverse clinical events after mv-teer in patients with fmr. [The primary author and corresponding author was chihiro koyanagi at tokyo women¿s medical university institution with corresponding email chipi.21sep@gmail.com]. The time frame of the study was march 2018 to march 2022. A total of 106 patients were included in this study, of which 106 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, hemodialysis, atrial fibrillation. (B)(4), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization.

Event description:
The article "prognostic impact of mitral valve sphericity index after mitral valve transcatheter edge-to-edge repair in functional mitral regurgitation" was reviewed. The article presented a retrospective single center study, to evaluate the impact of mv morphological parameters on the mid-term prognosis of patients with functional mr (fmr). Devices mentioned include mitraclip. The article concluded that a larger post-procedural si-mv is associated with increased mid-term adverse clinical events after mv-teer in patients with fmr. [The primary author and corresponding author was chihiro koyanagi at tokyo women¿s medical university institution with corresponding email chipi.21sep@gmail.com]. The time frame of the study was march 2018 to march 2022. A total of 106 patients were included in this study, of which 106 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, hemodialysis, atrial fibrillation. (B)(4), unk mitraclip, peri- and post-procedural complications included death, heart failure, prolonged hospitalization.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, hemodialysis, atrial fibrillation. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.